Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of high blood results. Strips are within expiration date 4/30/17. Customer is feeling fine and states no medical intervention is needed. Review the memory: results which were fasting without medication. (B)(6). Customer states his normal ranges are between 90 and 150mg/dl. Customer states strips expire 4/30/17 and were first opened 2/17/15. Customer confirms proper storage. Customer performed back to back blood test prior to calling, 390mg/dl and 460mg/dl. No adverse event reported.

Event description:
Consumer complaint of high blood results. Strips are within expiration date 04/30/2017. Customer is feeling fine and states no medical intervention is needed. Review the memory: results which were fasting without medication. 390mg/dl,460mg.dl. Customer states his normal ranges are between 90 and 150mg/dl. Customer states his normal ranges are between 90 and 150mg/dl. Customer states strips expire 04/30/2017 and were first opened (B)(6) 2015. Customer confirms proper storage. Customer performed back to back blood test prior to calling, 390mg/dl and 460mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned.